Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: november 12, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found no issues with the cartridge, lens module, plunger rod, or handpiece. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and damage was observed on one half of the lens. No further evaluation was performed. The complaint issue "cosmetic issues" was not identified during evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) model drn00v was came out of the preloaded injector with a large central scratch/gash. The lens was fully inserted into the patient's left eye but was not placed correctly. It was immediately removed and inserted a new one with a non-johnson and johnson device of 22.5 diopter without any reported issues for the patient. There were no report of capsule tear, unplanned vitrectomy, incision enlargement and sutures. The patient was doing well. No medications outside of the standard care were prescribed. No further information provided.

Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.